Event description:
(B)(4). I first noticed the fatigue. I thought at first that it reminded me of the first trimester pregnancy exhaustion. I wrote it off and told myself I needed more sleep. But it never went away. Over the following months I found myself sitting on the couch more and more and dreading getting out of bed and playing with my kids less and less. By the end of the year, I found myself thinking or fantasizing even my death. I admitted what was going on to friends and they had me reach out for help. I've started walking after dinner and trying to go to a yoga class during the day and just sort of forcing myself to get off the couch and be active. I'm still exhausted and I'm continuing to gain weight but it's slowed down and I'm not feeling suicidal but still definitely battling depression. I've heard that someone has commit suicide after essure and I can say that if I hadn't reached out to friends when I did my children might not have their mother.